Event description:
It was reported that noise was observed. Lead impedance showed decrease. During the explant procedure, abrasion was found on the lead where it coiled and rubbed against the ICD can. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.